Manufacturer narrative:
H3: 8637-20 pump: non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction; 8780 catheter: non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1mg at 0.6mg/day for non-malignant pain. It was reported that there was an infection at pump pocket site. Pocket site became infected. Pt. They were implanted in late (B)(6) and initially seemed to heal well. Then 30 days post operative, pump pocket on right abdomen began to be slightly swollen and incision reddened on (B)(6) after pump was refilled on (B)(6). Patient placed on antibiotics. Didn't worsen but did not get much better either. The hcp did a catheter dye study a few weeks ago and determined that catheter was patent. Pump pocket continued to deteriorate and become swollen and irritated. Cultures were taken and sent to lab. Further reported that the pump pocket was swollen and red. Patient had a 99.9 fever. Environmental/external/patient factors that may have led or contributed to the issue were listed that the patient had no falls and no abnormal or unusual circumstances reported. A decision was made to explant entire system. It was reported that the issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 142 lbs and patient's medical history of osteoporosis, chronic lumbar and cervical pain.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6); ubd: 03-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.